Event description:
It was reported that there were low impedances of 45 ohms on contact 0 during the procedure, during stimulation process. The device was not implanted and a different lead was used. Impedance testing was the diagnostic/troubleshooting performed. The issue was not resolved and the cause was not determined. The patient was alive with no injury and no patient symptoms were reported.

Manufacturer narrative:
Analysis of the lead (lot# va0jzza) found the lead body outer insulation was damaged at the depth stop site.

Manufacturer narrative:
Product ID: 3387s-40, lot# va0mllr, implanted: (B)(6) 2014, product type: lead. (B)(4).